Event description:
Customer reportedly noted the apl valve was not relieving pressure as expected. There was no reported patient injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow up report will be issued when the investigation has been completed.